Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 4.1& 4.2 were not detected on the communication bus. The field service engineer (fse) logged into diagnostics and removed all pockets to clear the debris then reseated all the cable connections to restore the functionality of both drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower was not detected on bus. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.